Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not getting relief from their system. As a result, patient had system explanted.

Manufacturer narrative:
Date of event is estimated.